Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Additionally, it was reported that the customer received a button alarm. Multiple attempts have been made by tandem technical support to follow up with customer however, no response was received. There was no reported adverse impact. No additional information was provided.